Manufacturer narrative:
(B)(4). The device was received for evaluation. It was noted that the luer was not closed, which had allowed the solution to empty inside the bag that contained the unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and passed successfully with no issues relating to the report condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after two days of infusion a large volume folfusor stopped delivering medication after 48 hours. The expected infusion time was 120 hours. The device was filled with 5fu in sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.